Manufacturer narrative:
Date sent: 12/4/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy, the clips did not form properly. Procedure was completed with same like device. No pt consequences were reported.